Manufacturer narrative:
Gore® excluder® aaa endoprosthesis lot #18510842 unique identifier (di) # 00733132619092, being reported separately under MFR report # 3007284313-2020-00112. Concomitant medical devices: additional devices: excluder limbs, amplatz wires, lunderquist wires, koda balloon, dryseal sheaths. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. Following the procedure the devices were patent. Following ballooning, the proximal end of the trunk-ipsilateral leg component revealed bird-beaking at the inner curve, left side of the landing zone. On (B)(6) 2020 the patient was seen in the emergency department with chest pain and shortness of breath. Reportedly, graft occlusion was suspected. Angiography revealed clots in the proximal aspect of the trunk-ipsilateral leg component. Additionally the lumen of left side of this device was reduced. The internal iliac portion of the gore® excluder® iliac branch endoprosthesis was occluded with clot as well. The proximal end of the trunk-ipsilateral leg component was ballooned and two optimed sinus-xl stents were implanted to adjust the curvature. The internal iliac component of the gore® excluder® iliac branch endoprosthesis was cannulated with a catheter and guidewire in an attempt to break through the clot within the limb. Bilateral fogarty catheters were passed down each leg to confirm the legs were free of clots. The procedure was concluded with confirmation of patency of devices and good pedal pulses.

Manufacturer narrative:
B.5. Updated. D.4. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.